Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address pain, implant fracture and loosening of the patella at the cement/implant interface. Depuy cement was used.

Manufacturer narrative:
No device associated with this report was received for examination. A draft investigation form/template was utilized to document the evaluation and observations of the returned products as a pilot for the accuracy and effectiveness of a proposed standardized approach. All three pegs are fractured. Fractured pegs were not returned for evaluation. It was not possible to determine if the smooth surface of the cement on the back side of the patella was due to loosening or retrieval artifact. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the unk depuy cement because the required lot code(s) was not provided. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.